Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a turbohawk with a spider fx, 8fr sheath and 0.014 guidewire for treatment of a severely calcified plaque lesion with 80-90% stenosis in the patients proximal mid and distal superficial femoral artery and popliteal artery. There were no abnormalities reported in relation to anatomy and moderate tortuosity was reported. IFU was followed and devices were prepped without issue. The vessel was pre-dilated. After cutting was completed with the turbohawk, the physician attempted to withdraw both devices but resistance was encountered as the spider guidewire was entangled with the turbohawk cutter. Attempts were made for removal but both the spider filer and turbohawk nose cone detached in the vessel and could not be retrieved. The patient was sent for surgery to successfully remove the detached pieces.

Manufacturer narrative:
Device evaluation: the turbohawk directional atherectomy catheter and the spiderfx embolic protection system were received in a large zippered closure plastic pouch, and within a sealed sterilization pouch. No additional ancillary devices were received for evaluation. The turbohawk catheter was received attached to its cutter driver. The cutter driver was removed to allow for easier examination of the cutter distal assembly. All components of the turbohawk catheter distal assembly are accounted for. The distal tip of the turbohawk catheter distal assembly was received loaded on the returned segment of the spiderfx embolic protection system. The turbohawk distal assembly coil was received separated just distal of the cutter window. A segment of tecothane coating remained attached to the cutter assembly just distal of the cutter window. A section of the tecothane coating from the cutter coil was observed tangled up on the cutter head. The turbohawk distal tip and coil section were received loaded on the returned segment of the spiderfx capture wire, filter basket, and floppy distal tip. The spiderfx floppy distal tip coil did not exhibit any abnormality or deformity. The spiderfx filter basket contained procedural biological debris that exhibit some calcified morphology. All distal components of the spiderfx distal assembly are accounted for. The turbohawk coil section separation face exhibits torsional and tensile damage. The spiderfx capture wire exhibits torsional twisting. The torsional twisting indicates that the spiderfx capture wire was twisted around the turbohawk catheter. Approximately 46cm of the spiderfx embolic protection system were received. If information is provided in the future, a supplemental report will be issued.